Event description:
The patient reported that her infusion device started beeping continuously and displayed a 2.01 on the infusion device display screen. The patient stated that the power pack is over three weeks old. The patient was aware of the power pack recall, but did not change her power pack. The patient was educated on the importance of changing her power pack every 2 weeks. The pt inserted a new power pack and the infusion device started to operate properly. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional of second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
H6: no product will be returned for evaluation.